Manufacturer narrative:
The following devices were also listed in this report: size 3 triathlon cemented tibia; cat# unknown; lot# unknown. Size 3x 11 cs insert; cat# unknown; lot# unknown. Size 32 asymmetric patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of pain in right knee. Knee had been replaced in 2011 with a triathlon pressfit cr femur and cemented baseplate. Revision revealed metallosis and femoral component loosening. During revision surgery it was reported by the rep that the tissue inside the knee "has a gray color to it". Replacement consisted of ts triathlon implants.